Event description:
Medtronic received information that during use of a hms plus instrument , it was reported that when the customer ran blood samples, the instrument gave nonsensical numbers. Believing it was an error with the blood sample, the customer ran a second test, but it gave strange numbers again. They then switched to another unit, which produced realistic results, leading them to believe the original instrument was not functioning properly. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the lot numbers of used cartridges are #228833747 and #228833818. Electronic quality controls (eqc) are performed every 8 hours and no error codes were observed. Test result did not make clinical sense so heparin was not administered based on them. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported strange test results were not verified during service. The service technician was unable to duplicate the issue. The instrument past electronic quality control (qc) three times. The instrument passed all preventative maintenance checks without error. Preventive maintenance was performed per specifications. Note: the instrument was analyzed/serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for analysis/service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.